Event description:
It was reported that a patient with epilepsy experienced status epilepticus, absence seizures, and a grand mal seizure lasting over five minutes while lying in bed. During the episode, the patient was mumbling and had hand movements typical of absence seizures, was following commands but not at baseline mental status, and progressed to a post-ictal state with right gaze deviation. The deep brain stimulation neurostimulator was confirmed to be on, and the seizure button was activated, but the seizure was not disrupted as it usually is. The patient was determined not to be taking enough lamictal-xr. Clinical examination noted post-ictal state, seizure activity, and right gaze deviation. Cta of the head and neck showed no acute intracranial or neck abnormality. The patient required intubation for airway protection and was able to be extubated the next morning. Medications administered included versed by ems, intravenous keppra by ER, and lamotrigine and cannabidiol by bedside nurse on the night of admission. The event resulted in in-patient hospitalization and an emergency room visit. The sponsor assessed the event as not related to the implant procedure and possibly related to the therapy. The event resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.